Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1mg/ml at 0.2 mg/d) via an implantable pump for spinal pain. It was reported that the patient developed an infection in their spinal incision/catheter site approximately one month after their implant on (B)(6) 2021. The entire system was explanted without incident (exact date unknown). The pump system had been working perfectly according to the patient. There were no obvious external factors and no diagnostics/troubleshooting were performed. Since the explant, the patient had been begging for a replacement so they were sent to infection control and approved for a new replacement today. The issue was resolved at the time of the report. The explanted pump and catheter were discarded as medtronic was not aware of the explant when it occurred. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.